Manufacturer narrative:
Complaint coding was updated to more accurately reflect the reported event. The appropriate codes are as follows for h6 and have been fully updated and should be considered representation of the reported event. H6 medical device problem code a01 added.

Manufacturer narrative:
Additional information has been provided in d3 minor bleed: the cause of the injury was not determined due to insufficient clinical details. Fluid leak: the cause of the leak was unable to be determined since insufficient clinical details were provided and no product was returned.

Event description:
The complainant reported that a patient was implanted with an impella cp via percutaneous femoral artery for mechanical circulatory support. A small trickle of blood from the t-lock/blue suture hub pad was reported. No patient harm was noted.

Manufacturer narrative:
This is one of two related reports. This report represents the impella cp used on this patient and another report was submitted to represent an impella 5.5 used with this patient. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.